Event description:
Customer was in a hospital bed with side rails. Customer was using the side rails as a support against manufacturer's safety warnings. Customer fell to the floor and hurt her head, finger and leg.